Manufacturer narrative:
The returned device is unused and has no sign of exposure to blood. Please note that based on the additional information reported this MDR report should be canceled as there is no alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of the device.

Event description:
Addendum (12/15/2017) the product evaluation indicated that the returned device did not match the reported event. The returned device is unused and has no sign of exposure to blood. Addendum (12/18/2017) additional information received indicated that during the procedure the operator opened the device but did not use it for some reason. Addendum (12/26/2017) additional information received indicated that the operator did not use the concerning product since the incorrect product was opened during the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after removal of the procedural sheath, they did not see the white advancer tube from the mynxgrip vascular closure device (vcd). The advancer tube was engaged or visible. The user shuttled down completely. Significant resistance was not felt when shuttling down. Manual compression was applied for 10 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.